Event description:
The customer reported instances in which the ortho provue analyzer dispensed excess amount of reagent cells into the mts anti-lgg cards and mts a/b/d/ monoclonal and reverse grouping cards during abo/rh type and antibody screen testing. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined for the reported event. A possible root cause was determined for the incident. The magnetic spinner on the reagent carousel was not functioning properly, leading to improper mixture of reagent cells, which then resulted in the incorrect, dispense. Repairs have returned the analyzer to expected operation.